Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) was broken with a loose cable which caused a delay in the procedure. Instrument fragments reportedly fell inside the patient's anatomy. All fragments were retrieved during the same procedure which was completed with no reported injury.

Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive a result. This failure is typically attributed to mishandling/misuse. Additional observations not reported by site but were related to the primary failure were also identified. The instrument was found to have an ear of the distal clevis broken. The broken piece, measuring roughly .195 x .239 in size, was not returned. This failure is typically attributed to mishandling/misuse, such as excess force applied at the instrument tip. The instrument was found to have the plastic proximal clevis broken and missing as a result of breakage. The size of the missing piece was approximately 0.087 x 0.17. This failure is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument.